Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. There was no reported impact to the customer's blood glucose level. After receiving an alarm, the customer would change the cartridge, tubing and infusion site.